Event description:
It was reported that during a routine visit, oversensing was observed. No programming changes were made at that time. During a subsequent follow-up, programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.